Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery error upon power-up. This condition had the potential to interrupt delivery. There was no report of when or in which care area this condition occurred. There was also no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.